Event description:
(B)(4). Heavy bleeding, with large clotting, headache, muscle ache. Pelvic pain. Shortness of breath, rapid heart rate. Fatigue , tingling and numbness of feet and hands. Swollen. Weight gain , stomach has poking out look like pregnant . Depression, insomnia . Blurred vision. Teeth and gum soreness .